Event description:
It is the surgeon's belief that a lateral artery was accessed as opposed to the intended femoral. The guide wire is believed to have initially followed the lateral vessel into and up the femoral. The subsequent dilating trocars dissected through the wall rather than track the wire to the femoral junction. A surg explor. Of groin and vessel repair ensured. Iab insert abandoned.